Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. During the occlusion test, inserted a test p-cap and a water filled reservoir into the reservoir compartment. Device recognized the water filled reservoir in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. The motor functioned properly during testing. No drive or motor anomaly or prime or fill anomaly noted. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they found out the piston in the reservoir compartment was stuck. Customer was experienced high blood glucose and they treated with insulin pen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.